Event description:
It was reported that a pump experienced nuisance "upstream occlusion" alarms during testing. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval found cracks in the upstream sensor tail. It was determined that this could cause nuisance upstream occlusion alarms. A review of the device history log confirmed eighteen occurrences of "upstream occlusion" alarms. Although the reported symptom could not be reproduced, the device was determined to not be within spec in relation to the reported symptom, and the upstream sensor and pusher were replaced. Reference MDR 1314492-2013-01107 and for the same device.